Event description:
It was reported that the device overheated during procedure. There were no adverse consequences & the procedure was completed successfully.

Event description:
No new information.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.